Manufacturer narrative:
(B)(4). Date sent 10/11/2024. D4 batch #797c10. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage with no reload present and with a tyvek. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 797c10, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished pcee45a, with lot/batch number c9df1f, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the surgeon successfully use the pcee45a with an reload. But the second reload couldn't fire. The surgeon reacted that the battery run down, so he use the other pcee45a. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.